Manufacturer narrative:
Device not returned. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors caused or contributed to this event (annular rupture). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported, during deployment the valve and commander system was inflated to approximately 60%. The physician noted that there was no more volume in the atrion and pulled negative on the atrion, they quickly de-aired the commander, adjusted the atrion to appropriate volume and inflated to 100%; it was further noted that there was not sufficient volume to fully inflate, the original volume was set and checked and they were unsure as to where volume was lost however suspected a loose connection. An echo was performed and noted a new effusion, the patient began to get hypotensive and tamponade was diagnosed. Pericardiocentesis was performed successfully and the patient was placed on bypass and converted to open heart. The leak was found to be due to aortic rupture under the non-coronary cusp so the valve was explanted and a surgical valve with conduit was to be implanted; the rupture appeared to have been caused by the second inflation and during the explant process, the surgeon noted significant calcium at the tear site. The patient expired that evening. It was noted that the device performed properly on second inflation which shows the product was intact and performed appropriately.